Event description:
In 2005, the reporter contacted lifescan alleging that the pt's one touch ultra meter was reading in the incorrect units of measurement. The medical affairs specialist attempted to contact the pt by phone, left a phone message for the pt, and sent a letter to the pt. The reporter told the customer care rep (ccr) that the pt took insulin as treatment provided by a medical professional. No info was provided regarding: - blood glucose results obtained on the reported meter or another device. - whether the pt experienced symptoms of high or low blood glucose level. - the pt's diabetes treatment regimen. The ccr confirmed that the meter was set to mmol/l instead of mg/dl. The reporter was unable/unwilling to answer whether the meter had previously been set to the correct unit of measurement. The meter, test strips, and control solution were replaced.